Manufacturer narrative:
(B)(4). Final analysis found that the lead was cut and only 4.5 cm from the connector portion was received. Degradation damage was noted near the connector boot area. Further analysis could not be performed since the proximal lead part was not returned.

Event description:
It was reported that during a device change out procedure, the right ventricular lead exhibited insulation damage at approximately 2 cm from the connector which exposed the outer coil. The lead was partially capped and explanted and successfully replaced. The patient was in stable condition post surgery.